Event description:
It was reported to philips that the surgical light casing fell onto a patient resulting in a bruise on their shin. The procedure was completed as planned and there was no allegation of serious injury. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips investigated the reported complaint. Based on the information collected, the cover involved belonged to a mavig (third-party) overhead exam light. No malfunction was found with the allura system, which was tested and returned to clinical use in good working order. Philps is following their procedures to notify the third-party manufacturer of this event. This record is being closed as no problem found with philips equipment and identified as a third-party issue. The codes were updated based on the investigation outcome.